Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that an impella cp was placed via the right femoral artery. A percutaneous coronary intervention was performed on the right coronary artery. The peel away sheath was removed and repositioning sheath was advanced and sutured down. The position was verified via fluoroscopy. Prior to leaving the catheterization lab, the patient became hypotensive and bleeding required a transfusion. Vascular surgical repair was needed and was completed. Position re-confirmed with fluoroscopy and the patient was sent to the unit. The patient survived the procedure.

Manufacturer narrative:
The investigation for the vascular damage has been completed. The product was not returned for investigation. A data log review was not required for this case. According to the clinical assessment, the vascular repair successfully resolved the bleeding. The cause of the vascular damage issue was not determined since the product was not returned and sufficient clinical information was not returned. D.6b revised explant date as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-17955. E.1 revised first and last name as they were previously entered incorrectly on the initial manufacturer device report number 1220648-2024-17955.